Event description:
A malfunction was reported on a pump, and there were no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided the information needed to reset the pump, assisted the caller in resetting it, and confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support again if the issue resurfaced.